Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer was hospitalized. The caller stated that the customer was lethargic so the paramedics came and transported the customer. The caller stated that the insulin pump was taken off the customer when the above mentioned incident occurred. The customer had a stress test, and was injected with dye. The caller stated that the customer was in the hospital, dealing with a lot of health issues that were not related to the insulin pump therapy. The caller wanted to check if the device was still functioning properly. The caller stated that they would not hear the device. The piston moved with basal rates; if basal rated were small the piston would not allot. Once the piston got to the top, the insulin pump would alarm. The time was not displayed on the device. The caller did not have infusion sets or reservoir, so troubleshooting was not performed. The customer's blood glucose was 180 mg/dl. Nothing further was reported.